Event description:
Related manufacturer reference number: 2017865-2021-15319. Related manufacturer reference number: 2017865-2021-15320. It was reported that the patient presented to the emergency room with asymptomatic bradycardia. It was discovered that the right atrial, right ventricular, and left ventricular leads were dislodged due to twiddler's syndrome. The right ventricular lead had dislodged into the atrium and was unable to capture. The leads were all explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.